Event description:
A dialysis home patient reported that the bloodlines had a pin sized hole at the bottom of the expansion chamber. The patient reported minimal blood leaked on the arterial side. Patient had no adverse effects and required no medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device is undergoing an evaluation and a follow up report will be filed upon completion of the investigation.